Manufacturer narrative:
Conclusions; corrected data; initial MDR inadvertently submitted incorrect conclusion code.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2018 via physician notification letter.

Event description:
The neurologist reported that high impedance was found on the patient's vns upon interrogation. The patient's initial implant was approximately 2.5 months prior to the high impedance finding. Ap chest and neck x-rays were suggested to determine if the lead pin was fully inserted. A review of device history records for the generator was shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.